Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the guidewire was difficult to remove after catheter insertion, and was found to be unraveled upon removal." The patient's current condition is reported as "fine".